Event description:
Catheter broke. Patient removed catheter following pump use in (B)(6) 2009. In (B)(6) 2010, patient identified a growth on her side and saw a dermatologist. The dermatologist identified something protruding from the skin and contact the surgeon from the (B)(6) 2009 surgery. Patient was seen by surgeon's associate, who removed a piece of catheter from the patient's side. Appears the catheter fragment migrated from the insertion site to the patient's side, where it was removed. Fragment was retained for return.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.